Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that a system displayed an error the surgeon initially planned a fourteen-point five diopter lens, entered the patient profile before surgery, he switched to a fourteen-diopter lens, and the nurse updated and saved the preop lens pick accordingly measurements were taken and the case completed. Post-op review revealed the blue triangle (preop pick indicator) incorrectly pointed to fourteen-point five diopter on the lens calculation screen, despite the left panel correctly showing fourteen diopters as saved. Attempts to sync the cart were delayed due to lag, though internet connectivity was confirmed. After a few minutes, syncing resumed, but the incorrect preoperative pick indication persisted. The issue did not recur, and the field service engineer was alerted.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. The customer reported that shut down in the middle of the day. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.